Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet insulin pump¿s screen bezel separated while the device was carried in a pocket, leaving the screen unresponsive and the unit unable to shut down, and the device was temporarily held together with tape; the issue corresponds to a device bonding failure involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and no injuries were reported. Investigation included communication with the user and analysis of information provided by the user, including photographs. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.